Manufacturer narrative:
Product ID 3708320, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3986a60, lot# n084750, implanted: 2008 (B)(6); product type lead product ID 3986a60, lot# n084750, implanted: 2008 (B)(6); product type lead product ID 3708320, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that there was shocking or jolting sensation in the chest area where the implantable neurostimulator (ins) was located. It was noted that the ins was under the clavicle. It was noted that the patient was in the emergency room for a fall they had after what was described as a shocking sensation at the ins site. The patient stated that their back hurt now. Symptoms or complications included pain at the device pocket. It was noted that the patient had stopped using the device and turned stimulation off. It was noted that it had been off for ¿several weeks to months.¿ the manufacturer representative assured the patient that the device was off. It was noted that the event occurred during normal use. The product was listed as implanted and remained in service. It was also noted that actions required as a result of the event included explant. It was noted that the patient wanted to have the device explanted. Diagnostics or troubleshooting was not performed as it was not required. The cause of issue was not determined. The patient¿s status at the time of this report was alive with injury. Additional information received reported that there were no malfunctions seen and the cause of issue was not determined. It was noted that the explant had not occurred and the manufacturer representative had ¿no idea when scheduled.¿ it was noted that the patient turned off the device ¿several weeks to months ago.¿ no diagnostic tests or troubleshooting had been performed. The patient outcome was unknown. It was unknown if the shocking sensation had stopped. Additional information was requested but was not available at the date of this report.